Manufacturer narrative:
Product evaluation: the lens was returned with the optic cut into three pieces adhered to a tegaderm bandage. Viscoelastic is observed. Both haptics are still attached to the small center portion. Power and resolution could not be checked due to the optic damage. The product investigation could not identify a root cause. Information was provide that the 19.5 diopter (3.75cyl), was replaced with a 22.0 diopter les (3.75cyl). (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The lens was removed. Additional information was provided indicating that the patient is doing well following the removal of the lens and the surgeon is unsure if the iol calculations or the iol is to blame.